Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date has been updated and provided with this report.

Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. The rewind functioned properly during testing. The pump was received with a broken reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a cracked lcd window, a scratched reservoir tube window, and a stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went to rewind and put in a new reservoir but it goes back to rewind and then resets. Customer stated that she does not have the pump with her because she is at work and the pump is in the car. Customer stated that she did get a compromised force sensor system alarm. Customer's blood glucose is 104 mg/dl. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.